Event description:
A malfunction alarm with code malf 9 was reported by the customer, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and call back if any issues arise.